Event description:
It was reported that, "patient has a gmrs distal femur and proximal tibia. Her knee dislocated and the tibial bearing shaft is out of the tibia. Relocation of the knee with possible implant exchange is scheduled for march 21. Will have more information after surgery. The knee was explored and it was discovered that the extensor mechanism has ruptured. As a result, the tibial bearing was able to be dislocated with the hip flexed to 90 degrees and the knee to 180 degrees. It was not implant related. Dr. (B)(6) did exchange the tibial insert while he was at it. The gastro flap was turned anteriorly and the extensor mechanism repaired."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.